Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 431 mg/dl at the time of the incident. The customer stated they found a black circle on the screen of their insulin pump, but the circle disappeared after clearing the alarm. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their insulin pump was functioning properly.